Event description:
Agency stated they got a chance to inspect the chair themselves and it just does not roll correctly. Caster spins while the others are firm on the ground.

Manufacturer narrative:
(B)(4). MDR has been initiated for this issue. The malfunction has not been confirmed.